Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator error. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed an alert 02 (low flow). The nurse went through trouble shooting and stated that other arctic sun device was in use. The nurse would first try to flip the clips. If it does not work the nurse would try a new arctic gel pads. The nurse would keep old arctic gel pads to send back for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had displayed an alert 02 (low flow). Went through all trouble shooting. Nurse stated other arctic sun device in use. Nurse would first try to flip clips. If that does not work, the nurse would try new arctic gel pads. The nurse would keep old arctic gel pads to send back for inspection.